Manufacturer narrative:
(B)(4)

Event description:
It was reported that post-paced t-wave oversensing episodes were observed during a follow-up in clinic. The patient was asymptomatic. Programming changes and further testing were recommended.